Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident and current blood glucose level was 568 mg/dl. Customer¿s other blood glucose level was 399 mg/dl, above 400 mg/dl and 122 mg/dl the customer provides details regarding symptoms of their high blood glucose episodes such as ache body. Customer was treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that the cannula was bent. Customer was not calling back to perform an high pressure test. Customer was still in warm up of auto mode. Customer did not allege insulin pump was under delivering. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.